Event description:
A report was received that a pt was unable to feel stimulation and was experiencing a slight muscle spasm after a fall. The pt's lead was exhibiting high impedances. The pt underwent a revision procedure, and the lead was replaced. The pt is reportedly doing well.